Event description:
It was reported that the knob of an aleutian an inserter and inner shaft broke off during intra-operative implant placement. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.

Manufacturer narrative:
It was reported that the inner shaft knob fractured. This indicates that the outer shaft did not contribute to the failure. Report # 3004774118-2022-00201 has been submitted which captures the inner shaft. H3 other text : device was discarded.

Event description:
It was reported that the knob of an aleutian an inserter and inner shaft broke off during intra-operative implant placement. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay. This report captures the inserter.